Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 23mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness and had assistance from spouse who provided carbohydrates and monitored the customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
There is no evidence that the pump experienced a malfunction or failure. There were no continuous glucose monitor (cgm) values below 54 mg/dl and there were no blood glucose (bg) values entered into the pump that were below 54 mg/dl. The complaint could not be confirmed.